Manufacturer narrative:
Device is a combination product. Age at time of event: over 80 years. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that subsequent to a stenting treatment procedure the patient experienced stent thrombosis, stent restenosis and a myocardial infarction. Approximately 12 months ago, a promus element stent was deployed in the mid left anterior descending (lad) artery. In (B)(6) 2012, plavix was stopped per the physician's recommendation. The physician was unaware that the patient also stopped taking aspirin. The patient experienced a myocardial infarction. An attempt to diagnose and treat the myocardial infarction and lesion was made, however they were unable to cross the lad with an ivus catheter or a balloon catheter. The promus element stent had a thrombosis or restenosis of greater than 90%. The procedure was scheduled to be completed with coronary artery bypass graft to the lad.